Event description:
It was reported that the customer's mother was going to pick up the customer from work, but the customer was unresponsive. Customer's mother called 911. Customer's blood glucose at the time was unknown. Emergency medical services was having difficulty with their glucometer and it was reading 59 mg/dl. Customer's mother believes the blood glucose level was a lot lower than that because the customer can operate fine at 59 mg/dl. Customer was treated with glucose through an IV and she came around. Customer's most recent blood glucose level was 117 mg/dl. Customer has been experiencing low blood glucose levels for an unknown amount of time. Customer has gastro paresis, but she is unaware of what caused her blood glucose level to fall. Customer stated that her sensor ended earlier. Customer has been having more episodes more often, but does not have any concerns about the way the pump works. Customer will return a sensor that did not have a needle hub. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).